Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape, b and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify back light anomaly, failed battery alert and e/a alarm due to buttons not responding. Pump received with cracked battery tube threads, minor scratched lcd window and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted.

Event description:
The customer reported multiple alarms and malfunctions that could not be resolved. The customer's blood glucose at the time of the incident was unknown. The insulin pump will not be returned for analysis.